Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor remains in orange. - it was also observed that the home monitor can complete the boot procedure, but the application could not be launched. Therefore, the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration, which prevents the application from starting. - it should be noted that this software issue can only be solved by re-initializing the home monitor (full re-flash of the operating system). H11. Corrected data: g3.3. Date received by manufacturer changed to 01/06/2023 as returned device investigation received.

Event description:
Reportedly, the status light of the home monitor remains orange.

Event description:
Reportedly, the status light of the home monitor remains orange.